Event description:
Diagnosed wityh chronic granulocytic (myeloid) leukemia. Massive spleen, high white cell count allogenic bone marrow transplant 3/90. Joint problems etc. Closed capsulotomy performed on two occasions to both breasts prior to diagnosis of leukemia. Parents, grandparents, (2) siblings including non-identical twin (11) aunts uncles or (1) child have ever been diagnosed with any form of cancer.